Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly electing surgery. Device testing revealed results within normal limits. Revision surgery is scheduled.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. Revision surgery will not occur at this time. The recipient is using the device. The recipient will be followed per center's protocol. This is a final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.